Event description:
There was stent damage. The 3.00x24mm taxus express2 drug eluting stent was reported to have inflared stent struts. The stent is expected to be returned for evaluation. No pt complications were reported.